Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 1 (indicating storage state) with an insertion failure (event log 2) indicating that customer attempted to activate the sensor patch five times without success. Performed visual inspection of the sensor plug assembly, no failure modes were observed. Activated the returned sensor patch using a new unused reader and observed the patch activation message. All results were within specification range. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor ended" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced sweating and confusion and was unable to self-treat, requiring treatment of glucose infusion from a healthcare provider for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A "sensor ended" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer experienced sweating and confusion and was unable to self-treat, requiring treatment of glucose infusion from a healthcare provider for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Sensor state 1 with a event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was activated with known good reader. All results were within specification range. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.